Manufacturer narrative:
Corrected data: h6- health effect - impact code: "4629" should be removed and "4627" should be added. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
A4: unknown. A5: unknown. A6: unknown. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -07.50/+3.5/087 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2023 but the problem was not resolved, so the lens was removed. The lens was replaced with a different model but same length lens and the problem was resolved.